Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated the insulin pump was not exposed to moisture. Her blood glucose level was 208 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked reservoir tube was noted during the visual inspection. No button error alarm was noted. The insulin pump had no button response due to moisture damage on the keypad traces.